Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection noted that one of the header posts was fractured from the pg casing. The header was removed in order to remove the pg casing. The header was easily removed. During the case removal process it was noted that liquid was present inside the pg casing. The cause of the inability to interrogate the device in the field was due to body fluid migration into the sealed pg casing. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case. This device is included in the subpectoral implant advisory population. Of note, the device was implanted subcutaneously.

Event description:
Boston scientific received information that this device was unable to be interrogated. A magnet was applied; tones were not able to be heard. The patient was seen for a change out procedure where the device was explanted and replaced. The device was returned for analysis. There were no additional adverse patient effects reported.